Event description:
It was reported that the display is not showing anything on the far left. There was only the number one on the display. No patient involvement was reported.

Manufacturer narrative:
Other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a corroded drain fitting, cracked water tank, and bent microswitch. The reported problem was duplicated; the alarm speaker was not going off. The faulty speaker and printed circuit board were replaced. D5 and e4 are unknown, no information provided to date.